Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoprosthesis: incomplete deployment.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of a thoracic aortic aneurysm and was implanted with a conformable gore® tag® thoracic endoprosthesis. Post deployment of the endoprosthesis, it seemed the third stent row of the distal frame of the device was positioned at a right angle and the second stent row appeared to fold into the third stent row. There was no reported difficulty or resistance reported when advancing the device and no abnormal behavior when the deployment line was pulled. The physician chose to implant and additional conformable gore® tag® thoracic endoprosthesis to reline the first endoprosthesis. The patient tolerated the procedure.